Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 74 mg/dl, 94 mg/dl, and 254 mg/dl. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.